Event description:
It was reported that the customer went to the hospital with a blood glucose reading of 444 mg/dl. The caller was not with the customer at the time of the call, and couldn't confirm whether or not the cannula was bent. Advised the caller to have the customer call back for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.